Event description:
Per received report: the case was reported to be a 10mm unruptured basilar aneurysm. After successfully placing two cashmere coils, the physician decided to downsize the coil from 9x22 and 7x17mm to a 5x12 cashmere coil. Attempts to detach the coil failed and the coil was noticed to have been attached to the detachment positioning unit (dpu). As the microcatheter was completely retrieved, it was noticed that unintended detachment occurred in the microcatheter. The device was successfully withdrawn and the procedure was completed with no pt injury reported.

Manufacturer narrative:
Upon product's receipt, functional evaluation was performed. The device positioning unit (dpu) passed electrical testing. The coil was returned undamaged. The most likely root cause of the coils nondetachment followed by an unintended detachment during removal was due to the melting detachment fiber extending above the resistive heating coil socket ring. The melted detachment fiber temporarily captured the coil before releasing it during retraction inside the microcatheter. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. The manufacturing records for the device lot(s) were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type for the device lot(s) involved in this complaint.